Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician was attempting to stent celiac and sma artery with a paramount mini gps. The physician wanted to know what size catheter this stent goes thru. Stated 6f guide catheter as stated on box and data sheet. Upon attempting to insert stent in 6f guide cath for delivery to the sma artery, it was noted under fluoro that the stent came off the balloon while being delivered to the guide catheter. The guide catheter was upsized to 7f and a second paramount mini was deployed. The second paramount mini stent was delivered thru the 7f guide catheter and into the sma artery. However, during stent expansion/deployment with insufflator, it was noted by physician that the balloon was not holding pressure. The balloon from the first stent was utilized to complete stent deployment and ensure vessel wall apposition. No other issues were noted during case. The patient was in stable condition throughout the procedure. Evaluation of the returned devices confirmed a pinhole leak in the balloon of the second paramount mini device. Please reference MDR 2183870-2015-00294 for the other paramount used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.